Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The 85% stenosed lesion being treated was located in the non-calcified, mildly tortuous circumflex (cx) artery. The pt presented with an acute myocardial infarction. The lesion was predilated with a 2.50x15mm maverick balloon, inflated to 16 atms, "result was well". The physician positioned the 3.5x16mm liberte bare metal stent and inflated the stent balloon to 17 atms for 20 seconds, under x-ray. The stent was fully deployed and well apposed. While deflating the balloon, the physician recognized blood in the encore 26 inflation device, coming from the balloon. The balloon had burst. No pieces of the balloon remain in the body. Pt status reported as "good".